Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, instructions for use (IFU), manufactures instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one kcfw-6.0-18/38-45-rb-anl0-hc without the inner dilators was returned for investigation. There was extensive biomatter throughout the device. The proximal fitting was separated from the tubing. The sheath tubing was separated into two segments joined by exposed coiling. The proximal separated segment was 9.2cm long from the proximal end of the flare. This segment had visible hemostat marks at 1.5cm, 2.0cm. There were kinks at 3.6cm, 5.7cm, and 8.5cm. This segment was connected to the distal tubing segment by approximately 4.0cm of exposed coiling. The distal separated segment was 40.5cm long. There was a hemostat mark on the distal tubing segment at 1.5cm. The distal tip was in-round and intact. The proximal flare gauged within specification. The connector cap inner diameter measured within specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, a review of the manufactures instructions, labeling, and quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ the instructions go on to advise on how to remove the sheath ¿insert wire guide until its tip extends at least 10cm past the tip of the sheath. Remove the sheath. Avoid applying traction to the hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit. Remove the wire guide." Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be traced to the device. Investigation has concluded that this event is likely related to the patient¿s condition as moderate to severe calcification was reported. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a peripheral intervention procedure in the superficial femoral artery, a flexor ansel guiding sheath separated. Access was obtained in the right femoral artery and a contralateral approach was used. The patient's anatomy was moderately to severely calcified. As the user was pulling the sheath back, the hub detached from the device. The body of the sheath then split into two pieces as it was being removed. The device was removed successfully over a wire guide. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.